Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the far-field channel during isometric testing in office. Home monitoring shows four out-of-range pacing impedance measurements (<200 ohms) since (B)(6) 2019. Vf recordings from feb. And april 2019 show noise on the rv channel. Lead to be evaluated further and remains implanted.